Manufacturer narrative:
Failure analysis noted that the pump had scramble display due to cold solder joint on the lcd board. They were unable to perform the self-test and verify the black display due to the scramble display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 186 mg/dl. The screen had a delay when clicking the buttons. The screen would turn black on occasion and this had been happening from the start. The pump passed the self-test. Troubleshooting was not able to resolve the issue. The device was returned for analysis.